Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other five perclose proglide devices, referenced are being filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that an arteriotomy closure of an unspecified artery was attempted using six proglide devices after an unspecified procedure. Reportedly, unspecified failures occurred with two proglide devices and could not be used. Four additional proglide devices were attempted to be used; however, suture breaks occurred with all four devices. Surgery was required to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that an arteriotomy closure of a common femoral artery was attempted using six proglide devices with a 6f sheath after an unspecified interventional procedure. Reportedly, the sutures of two proglide devices failed to deploy. Hemostasis was achieved via surgical suturing. No additional information was provided.